Event description:
It was reported that the patient and guardian were unable to unlock the ilet pump screen despite a remote restart, and they observed a crack across the top of the screen that interfered with use. Symptoms included no reported adverse clinical effects. Outcomes included discontinuation of the device and reversion to backup therapy to ensure reliable insulin delivery and meal announcements. Investigation included remote troubleshooting and user education. Investigation of this case revealed a damaged display screen that impaired user interface and prevented screen unlock, consistent with a mechanical/structural screen failure. It was concluded, based on previously established findings for similar reports, that the cause was device component damage leading to functional impairment.